Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation, the unit was able to power on using battery; however, led segments failed to illuminate. Internal inspection isolated the failure to a component (d17) of the system board. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
Customer reported "defective rad5: display failure. Missing segment". No known impact or consequence to patient.